Event description:
Ultraflex 7.5fr 40 cc iab(intra-aortic balloon) placed (B)(6) 2023 pre-op. During removal on (B)(6) 2023 in ccl (cardiovascular "catheterization" lab), difficulty deflating and removing iab(cardiothoracic intensive care unit). Excessive bleeding treated with balloon for hemostasis and two covered stents. Patient transferred to cticu and subsequently declined 3 hours after procedure and expired.